Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a procedure involving the transcatheter aortic valve evfxplus-29, an issue with the delivery catheter system (dcs) advancing over the inflow of the valve was noted. Troubleshooting steps included overdriving the dcs to advance the capsule over the inflow of the valve. Additional force was required to remove the cls off the dcs, and the stylet was difficult to remove. After removal of the cls, a frame node overlap to the second node was visually observed on the valve, but was deemed safe to implant. Subsequently, the non-medtronic guidewire would not advance through the dcs wire port. Ultimately, the resolution involved changing out the valve and the dcs prior to implant, with no issues reported with the new products. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.